Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor experienced signal loss to the ilet, resulting in intermittent communication between the cgm and pump; the user was guided through restart and sensor toggle steps, and the cgm subsequently reconnected, consistent with an interoperability issue involving the device¿s wireless interface and antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included user communications and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication failure attributed to the electrical/magnetic wireless pathway, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.